Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(4) alleging an unspecified issue with the one touch verio iq meter. It was noted that the meter "froze" on the patient; however the patient was not able to clarify what the issue was. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter had an unspecified issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation. Serial number information was not provided.